Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported several occurrences of machine and proximal sensor reference failures in the error log. There was no patient involvement.

Manufacturer narrative:
Updated.